Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth ((B)(6) 2006 and (B)(6) 2007), vaginal delivery on (B)(6) 2011, vaginitis bacterial, pap smear abnormal, urinary tract disorder, pyelonephritis, back discomfort, vulvovaginal candidiasis, pharyngitis, penicillin allergy, sulfonamide allergy, allergic dermatitis, upper respiratory infection, acute sinusitis, low grade squamous intraepithelial lesion and viral infection. Previously administered products included for urinary tract infection: cephalexin; for an unreported indication: ibuprofen, ceclor, erythromycin, vicodin, cipro, tylenol, ibuprofen, fluoxetine and solumedrol. Past adverse reactions to the above products included hypersensitivity with ceclor and erythromycin. Concurrent conditions included underweight, dyspnea, hepatic steatosis, colitis, uterine fibroids, hematuria, nausea, vomiting, smoker, influenza b virus infection and trichomoniasis. Family history included diabetes mellitus (grandmother(maternal)), ovarian cyst (mother), cancer (grandmother(maternal)), heart disease, unspecified (sister), hypertension (grandmother paternal), hypothyroidism (father, mother), myocardial infarction (mother and grandmother maternal), breast cancer (family member unspecified), heart failure (paternal grandmother) and bone cancer (uncle). Concomitant products included omeprazole and ondansetron since 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and kidney infection ("infection (other) describe: kidney"). In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fungal cystitis ("bladder infection, type:yeast"), urinary tract infection fungal ("urinary tract infection, type: yeast"), vulvovaginal mycotic infection ("vaginal infection , type: yeast"), fungal infection ("infection (other) - describe: yeast"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and possible left opherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fungal cystitis, urinary tract infection fungal, female sexual dysfunction, weight increased and investigation noncompliance outcome was unknown and the mood swings, vulvovaginal mycotic infection, kidney infection, fungal infection, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, fatigue, female sexual dysfunction, fungal cystitis, fungal infection, genital haemorrhage, investigation noncompliance, kidney infection, menorrhagia, mood swings, pelvic pain, tooth disorder, urinary tract infection fungal, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she underwent CT scan and told she may need a hysterectomy but she was not treated at that time due to her "fatty liver. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Pregnancy test - on (B)(6) 2011: pregnancy uncomfirmed. On an unspecified date, x-ray was done. On (B)(6) 2011, she had a positive fern test. On (B)(6) 2011, intrauterine pregnancy at 38-weeks gestation, with spontaneous rupture of membranes. On (B)(6) 2011, pathology test revealed uterine cervix at 10 o'clock position (biopsy):-mild squamous dysplasia and multiple fragments of endocervical mucosa, uterine cervix at 2 o'clock position (biopsy): histologically unremarkable squamous mucosal segment, no evidence of dysplasia, uterine endocervix (curettage): micro fragment of mild squamous dysplasia (cin1 lsil)t benign endocervical fragments and hemorrhagic mucoid debris. On (B)(6) 2011, pregnancy was unconfirmed , abnormal urine and infection. On (B)(6) 2011, smear cervix revealed epithelial cell abnormalities: low grade squamous intraepithelial 188lon and mild dysplasia (lsil,cin1). On (B)(6) 2013, pap test cytology report revealed epithelial cell abnormalities: low grade squamous intraepithelial lesion (lsil) encompassing: hpv/mild dysplasia/cin1 shift in flora suggestive of bacterial vaginosis. On (B)(6) 2013, pap test cytology report revealed epithelial cell abnormalities: low grade squamous intraepithelial lesion (lsil) encompassing: hpv/mild dysplasia/cin1. On (B)(6) 2014, cytology revealed negative for intraepithelial lesion or malignancy. Shift in flora suggestive of bacterial vaginosis. Date of last menstrual period not given. On (B)(6) 2015,ultrasound abdomen revealed increased echogenicity of the liver, compatible with steatosis, normal appearance of the pancreas, gallbladder, and right kidney. On (B)(6) 2015, computerised tomogram pelvis revealed unremarkable upper abdomen as discussed, enlarged edematous hyper vascular uterus, which could represent early pelvic congestion syndrome, but the left gonadal vein does not appear to be overtly enlarged proximally. Consideration to an inflammatory or an infectious process at the level of the vagina, lower uterine segment and cervix was warranted. Neoplastic process seems much less likely, but could not be entirely excluded. There was no evidence of adenopathy. On (B)(6) 2016, cytology reports revealed negative for intraepithelial lesion or malignancy. Reactive cell changes associated with inflammation/repair. Protozoan organisms consistent with trichomonas vaginalis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-jan-2018: follow up from pfs &mr- new events added- vaginal haemorrhage,hormonal changes describe: mood swings, menorrhagia, bladder infection, type:yeast, urinary tract infection, type: yeast, vaginal infection , type: yeast, apareunia (inability to have sexual intercourse), infection (other) describe: kidney, infection (other) - describe: yeast, dental problems, weight gain, abdominal pain, fatigue, did not undergo an essure confirmation test. Historical conditions, historical drugs, concomitant conditions and lab data added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2007 and (B)(6) 2011), vaginal delivery on (B)(6) 2011, vaginitis bacterial, pap smear abnormal, urinary tract disorder, pyelonephritis, back discomfort, vulvovaginal candidiasis, pharyngitis, penicillin allergy, sulfonamide allergy, allergic dermatitis, upper respiratory infection, acute sinusitis, low grade squamous intraepithelial lesion and viral infection. Previously administered products included for urinary tract infection: cephalexin; for an unreported indication: ibuprofen, ceclor, erythromycin, vicodin, cipro, tylenol, ibuprofen, fluoxetine and solumedrol. Past adverse reactions to the above products included hypersensitivity with ceclor and erythromycin. Concurrent conditions included body mass index normal, dyspnea, hepatic steatosis, colitis, uterine fibroids, hematuria, nausea, vomiting, smoker, influenza b virus infection, trichomoniasis and drug hypersensitivity. Family history included diabetes mellitus (grandmother(maternal)), ovarian cyst (mother), cancer (grandmother(maternal)), heart disease, unspecified (sister), hypertension (grandmother paternal), hypothyroidism (father, mother), myocardial infarction (mother and grandmother maternal), breast cancer (family member unspecified), heart failure (paternal grandmother) and bone cancer (uncle). Concomitant products included fluoxetine, ibuprofen, omeprazole and ondansetron since 2016 to august 2017. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and kidney infection ("infection (other) describe: kidney"). In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fungal cystitis ("bladder infection, type:yeast"), urinary tract infection fungal ("urinary tract infection, type: yeast"), vulvovaginal mycotic infection ("vaginal infection , type: yeast"), fungal infection ("infection (other) - describe: yeast"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), investigation noncompliance ("did not undergo an essure confirmation test") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen (motrin) and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and possible left opherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fungal cystitis, urinary tract infection fungal, female sexual dysfunction, tooth disorder, weight increased, investigation noncompliance and dyspareunia outcome was unknown and the mood swings, vulvovaginal mycotic infection, kidney infection, fungal infection, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, female sexual dysfunction, fungal cystitis, fungal infection, genital haemorrhage, investigation noncompliance, kidney infection, menorrhagia, mood swings, pelvic pain, tooth disorder, urinary tract infection fungal, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she underwent CT scan and told she may need a hysterectomy but she was not treated at that time due to her "fatty liver. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Pregnancy test - on (B)(6) 2011: pregnancy uncomfirmed. On an unspecified date, x-ray was done. On (B)(6) 2011, she had a positive fern test. On (B)(6) 2011, intrauterine pregnancy at 38-weeks gestation, with spontaneous rupture of membranes. On (B)(6) 2011, pathology test revealed uterine cervix at 10 o'clock position (biopsy):-mild squamous dysplasia and multiple fragments of endocervical mucosa, uterine cervix at 2 o'clock position (biopsy): histologically unremarkable squamous mucosal segment, no evidence of dysplasia, uterine endocervix (curettage): micro fragment of mild squamous dysplasia (cin1 lsil)t benign endocervical fragments and hemorrhagic mucoid debris. On (B)(6) 2011, pregnancy was unconfirmed , abnormal urine and infection. On (B)(6) 2011, smear cervix revealed epithelial cell abnormalities: low grade squamous intraepithelial 188lon and mild dysplasia (lsil,cin1). On (B)(6) 2013, pap test cytology report revealed epithelial cell abnormalities: low grade squamous intraepithelial lesion (lsil) encompassing: hpv/mild dysplasia/cin1 shift in flora suggestive of bacterial vaginosis. On (B)(6) 2013, pap test cytology report revealed epithelial cell abnormalities: low grade squamous intraepithelial lesion (lsil) encompassing: hpv/mild dysplasia/cin1. On (B)(6) 2014, cytology revealed negative for intraepithelial lesion or malignancy. Shift in flora suggestive of bacterial vaginosis. Date of last menstrual period not given. On (B)(6) 2015,ultrasound abdomen revealed increased echogenicity of the liver, compatible with steatosis, normal appearance of the pancreas, gallbladder, and right kidney on (B)(6) 2015, computerised tomogram pelvis revealed unremarkable upper abdomen as discussed, enlarged edematous hyper vascular uterus, which could represent early pelvic congestion syndrome, but the left gonadal vein does not appear to be overtly enlarged proximally. Consideration to an inflammatory or an infectious process at the level of the vagina, lower uterine segment and cervix was warranted. Neoplastic process seems much less likely, but could not be entirely excluded. There was no evidence of adenopathy. On (B)(6) 2016, cytology reports revealed negative for intraepithelial lesion or malignancy. Reactive cell changes associated with inflammation/repair. Protozoan organisms consistent with trichomonas vaginalis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet received. New reporters added. Plaintiff demographics added. New event dyspareunia (painful sexual intercourse) added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.